Manufacturer narrative:
It was reported that the ventilator generated a technical error indicating a battery module error. There was no patient harm. Our field service engineer replaced the o2 sensor cable and battery module whereafter the unit worked as expected. The replaced battery module was not returned for investigation. The returned o2 cell cable was installed in a reference ventilator. Pre-use checks passed and simulated use test ventilation ran for 20 hours without deficiencies. The o2 cell cable worked as expected. With one malfunctioning battery module, system reliability is reduced and the probability for a power loss and stop of ventilation e.g. During patient transport increases. The conclusion in this matter is that the battery module was defective. As no goods were returned for investigation, the root cause of why the battery module failed could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a battery module error. There was no patient harm. Manufacturer ref. #: (B)(4).